Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc concluded that the reported phenomenon (the front panel display of the subject device disappeared) was attributed to the failure of the main board. However the exact cause of the failure of the main board could not be conclusively determined. Based upon the information from osh, omsc concluded that the reported phenomenon (the led on the front panel did not work) was attributed to the failure of the front panel. However the exact cause of the failure of the front panel could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the testing, it was found that the front panel display of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Osh checked the subject device and found that the reported phenomenon was duplicated due to the failure of the main board and found the led display was broken (the led on the front panel did not work). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.